Manufacturer narrative:
Please refer to the attached analysis report (B)(4).

Event description:
Reportedly, during the device interrogation performed on (B)(6) 2018, it was verified an gradual increase of the right ventricular impedance and of the right ventricular coil impedance to values above 2000 ohms but below 3000 ohms. All other parameters were ok and no noise episodes were observed.